Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: malposition.

Event description:
Healthcare professional through regulatory agency reported "folds, ripples, and rotations" and "stage 2 capsule contracture". This record is for the left side. Device was explanted.